Event description:
A catheter break was identified at routine eos (end of service) replacement of the pump. The catheter break was at the distal segment and a revision was done. No catheter segments were left in the intrathecal space and no other actions or interventions were taken as a result of the catheter issue. The hcp did not suspect malfunction. No patient symptoms reported the patient status at the time of the report was indicated as alive, no injury. The patient recovered without permanent impairment. The pump was used to deliver lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).